Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely elevated architect tsh result for a 25-year-old female patient. The following data was provided (customer¿s normal range is 0.35-4.94 uiu/ml): sample ID (B)(6) initial result, on (B)(6) 2025, was 5.4966 uiu/ml. The patient was retested at another appointment on (B)(6), under sample ID (B)(6), and the result was 3.0143 uiu/ml. It was noted that the patient¿s ft3 and ft4 results were within the normal range. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect tsh result for a 25-year-old female patient. The following data was provided (customer¿s normal range is 0.35-4.94 uiu/ml): sample ID (B)(6) initial result, on (B)(6) 2025, was 5.4966 uiu/ml. The patient was retested at another appointment on (B)(6), under sample ID (B)(6), and the result was 3.0143 uiu/ml. It was noted that the patient¿s ft3 and ft4 results were within the normal range. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of a retained reagent kit of the complaint lot number. A review of tracking and trending for the product and the lot did not identify an increase in complaint activity. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 70049ud01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect tsh, lot number 70049ud01, was identified.